Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The date of manufacture was not available at the time of filing. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was ordered for replacement.

Event description:
The hospital reported the adjustable pressure limiting valve was broken and causing a loss of manual ventilation. There was no report of patient involvement.